Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the custom was experiencing issues with her sensor. The customer stated that on the fourth day of using the sensor, the sensor stopped working. The customer stated that the sensor had a sensor glucose reading of 60 mg/dl, but her blood glucose levels were not. The customer stated that the insulin pump alarmed threshold suspend and that she woke up with high blood glucose levels of 450 mg/dl. The customer was able to treat herself. Troubleshooting could not be fully performed because the customer had already removed the sensor. Advised to call back if sensor issues occurred again in order to do troubleshooting. Advised that a replacement sensor would be sent. Nothing further reported.